Event description:
It was reported that during a mastectomy procedure, the surgeon stated that the device clip scissored a small vein. He was able to control it using traditional clamp, cut and tie and another like device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The following additional information was received: there was no excessive bleeding and it was controlled via clamp, cut, and tie. No blood products were given. There were no alterations in the procedure.